Event description:
During verification testing at the service center it was noted that the blades on the ac power cord plug were bent and loose.

Manufacturer narrative:
Testing and investigation found the blades on the ac power cord plug were bent and loose. The probable cause for the bent and loose blades on the ac power cord is use in the customer environment. If the ac power cord was attempted to be removed from the ac power outlet by pulling at an angle, it is possible to loosen and bend or break the ac power cord blades. This report represents all the information known by the reporter upon query by hospira personnel.